Manufacturer narrative:
The customer returned one sample to medex for evaluation. Examination of the returned unit showed that the female luer lock was split along the parting line. This is possibly due to insufficient temp. Of the plastic during the molding process. Medex was able to confirm this issue and to determine the probable cause. Based on this info, medex believes that no additional actions necessary at this time. Medex considers this MDR closed with this report.

Event description:
The female luer was cracked.